Event description:
A hospital in (B)(6) reported via our distributor that the rt106 adult inspiratory-heated breathing circuit failed the ventilator leak test. The hospital further reported that a "pin hole" was noticed on the dry tube. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The rt106 adult inspiratory-heated breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint dryline of the rt106 breathing circuit was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a hole approximately 10 cm away from the connector, confirming the reported fault. A lot check revealed one other complaint of similar nature for this lot number. Conclusion: it was identified that the damage to the rt106 dryline was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty block was replaced in (B)(4) 2012. We have not received any complaints of this nature for product manufactured after (B)(4) 2012. During the production of the dryline tubes, a pressure test is performed every (B)(4) and those that fail are set aside for further inspection. The user instructions that accompany the rt106 adult inspiratory-heated breathing circuit state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." (B)(4).